Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebu2237 showed no other similar product complaint(s) from this lot number.

Event description:
During placement, when removing the sherlock stylet they noticed a portion of the wire was missing, a portion was still attached. The wire was located in one of the extension legs. A new device was placed. No patient harm reported.